Event description:
It was reported that error 275: "syringe water fill error" displayed, requesting to restore the liquid inside the syringe, but after each filling, the error returned. Another delivery device was tried, but the same error occurred. The procedure was interrupted and postponed to another date. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown. This complaint refers to the second delivery device.

Manufacturer narrative:
This report is report is being submitted to provide the initial reporter email field (e1) in section e, initial reporter. Related to the report 2124215-2025-81866. Upon receipt of this device at our quality assurance laboratory, this device was thoroughly analyzed. During functional evaluation of the device, no error codes appeared. The device passed visual inspection. No damage or abnormalities were found. The device passed mechanical testing. The needle retracted and deployed, and the function of the buttons worked as intended. The device passed functional testing. The device performed prime, pretreatment, and 5 full treatments without any issues or errors.

Event description:
It was reported that error 275: "syringe water fill error" displayed, requesting to restore the liquid inside the syringe, but after each filling, the error returned. Another delivery device was tried, but the same error occurred. The procedure was interrupted and postponed to another date. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown. This complaint refers to the second delivery device.

Manufacturer narrative:
Related to the report 2124215-2025-81866.

Manufacturer narrative:
Related to the report 2124215-2025-81866. Upon receipt of this device at our quality assurance laboratory, this device was thoroughly analyzed. During functional evaluation of the device, no error codes appeared. The device passed visual inspection. No damage or abnormalities were found. The device passed mechanical testing. The needle retracted and deployed, and the function of the buttons worked as intended. The device passed functional testing. The device performed prime, pretreatment, and 5 full treatments without any issues or errors.

Event description:
It was reported that error 275: "syringe water fill error" displayed, requesting to restore the liquid inside the syringe, but after each filling, the error returned. Another delivery device was tried, but the same error occurred. The procedure was interrupted and postponed to another date. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown. This complaint refers to the second delivery device.